Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident and current blood glucose was unknown. The customer's blood glucose was 200-300 mg/dl past 3 days and 250-220 mg/dl after changing the set. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.